Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range shock impedance measurements on the right ventricular (rv) lead. There was also noise noted on the wireless electrocardiogram (ECG) and on the shock channel. Technical services (ts) reviewed the strip in question and recommended a chest x-ray to confirm the terminal pins are fully inserted into the device header and also max energy commanded shocks to test the system further. Of note, the rv lead is a non-boston scientific product. No adverse patient effects were reported. It was also noted that prior to discussing this case with ts, the clinical reprogrammed the device to monitor only. This system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range shock impedance measurements on the right ventricular (rv) lead. There was also noise noted on the wireless electrocardiogram (ECG) and on the shock channel. Technical services (ts) reviewed the strip in question and recommended a chest x-ray to confirm the terminal pins are fully inserted into the device header and also max energy commanded shocks to test the system further. Of note, the rv lead is a non-boston scientific product. No adverse patient effects were reported. It was also noted that prior to discussing this case with ts, the clinical reprogrammed the device to monitor only. This system remains in service. No additional information has been provided to date, and there is no evidence to suggest intervention has been performed. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.